Manufacturer narrative:
Examination of the submitted device confirmed the tip has broken off. The root cause is being attributed to suspected inappropriate leveraging/prying of the instrument resulting in the tip breaking. Based on the investigation findings of misuse/technique as the root cause, the need for corrective action is not indicated. Monitor trends through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip broke off the instrument.